Event description:
It was reported that following an magnetic resonance imaging (MRI) scan, incorrect data regarding current drain and longevity was noted upon interrogating the device twice. Abbott technical support was contacted and the incorrect data was suspected to be temporary and due to diagnostic data clearing when programming the device into MRI enabled mode. No additional intervention was required. The patient was in stable condition.